Event description:
Fourty-five minutes post treatment with "the vest" pt complained of acute abdominal pain. Pt had CT scan of abdomen that indicated free fluid, possible splenic rupture. Pt had surgery to repair splenic gas and was transfused with blood products.